Manufacturer narrative:
Additional catalog #: 03m88-02.

Event description:
A remedial action has been initiated to remove product from the field. Abbott point of care notified the FDA office, 07/23/2009, by telephone, of the remedial action. It was determined through internal review that a wafer was misprocessed during the cartridge assembly process. The incorrect wafer map was used to pick the glucose chips for chem8+ lot a09158b.